Manufacturer narrative:
Four photos of a 5 ml ll syringe (p/n 309646, batch 4164893) were received and evaluated. Two photos show close-ups of two different loose syringes with a crack extending from the roof of the barrel down to around the number four on the non-marking area. The third photo displays the top web slip, which is partially dented but contains all the appropriate information. The final photo partially shows two syringes with no observable defects. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The potential root cause for the cracked barrel is associated with the assembly process. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd luer-lok barrel cracked. The following information was provided by the initial reporter: rcc received a complaint via email. I am reaching out because we bought a syringe from our wholesaler and the box was fine but looks like the syringes are damaged. I have attached where it looks damaged after unwrapping it from its seal. They reported to me that in those cracks it will squirt out the liquid. Then we are worried about since it can come out at the broken area plastic can go in. Product#: 309646, lot number #4164893, exp# 05-31-2029.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.